Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: it states, "do not use peg/screw lengths that will excessively protrude through the far cortex. Protrusion through the far cortex may result in soft tissue irritation."

Event description:
It was reported that patient underwent a distal volar radius procedure on (B)(6) 2013. Patient alleged pain, swelling, and possible allergic reaction. Subsequently, patient was revised on (B)(6) 2013 allegedly due to the screws pressing on nerves.